Manufacturer narrative:
The physician then tracked a snare up to the aneurysm and proceeded to snare some of the stretched coil out. Some coil does remain in the parent vessel, but the physician felt that it would not cause any patient harm and placed the patient on a heparin drip for twenty-four hours as a precaution. The physician felt that the procedure was a success with full occlusion of the aneurysm obtained. The patient awoke from anesthesia neurologically intact. There was no adverse event reported. The product is not available for evaluation and testing. During a stent assisted coiling when placing the eleventh coil, a 7x21 trufill orbit rdfl complex fill, a loss of one-to-one response was noted on the third time of repositioning. With attempt to pull the entire coil out through the prowler 14 microcatheter (mc), the coil continued to stretch as it was pulled all the way to the groin. It was reported that resistance was not felt, and the physician did not feel the coil stretch; therefore, it was difficult to determine at what point the coil started to stretch. It was reported that it was thought that the coil must have become knotted up with the other coils while repositioning it. Some of the coil was retrieved with a snare and some of the coil remains in the parent vessel. As a precaution, a heparin drip was initiated and maintained for 24 hours. The patient is neurologically intact. The male pt had an un-ruptured 12mm wide necked right cavernous internal cerebral artery aneurysm. Because the parent vessel measured >5mm, a multi-link balloon expandable stent was used to cover the neck. A prowler 14 mc (606-151x lot 14040519) was "trapped" into the aneurysm prior to placing the stent. The mc was not re-shaped. With continuous flush running through the microcatheter, sequential coiling of the aneurysm was done starting with a 10x30 orbit fill rdfl. There was no resistance felt during advancement of the orbit through the mc. After placing the orbit, the physician did not like the orientation and proceeded to reposition the coil three separate times. A loss of one-to-one was noticed on the third time repositioning. At no time did the mc back up through the stent and the mc was not repositioned over the partially deployed coil. After the coil stretched, the mc was then withdrawn from the stented aneurysm and a snare was tracked up to the aneurysm and the physician proceeded to snare some of the stretched coil out. It was reported that the coiling was a success with full occlusion of the aneurysm, and the physician felt that the coil remaining into the parent vessel would not cause the patient any harm, but as a precaution, the patient was placed on a heparin drip for 24 hours. The patient awoke from anesthesia completely neuro intact. No adverse events were noted from the procedure. The product was not returned for inspection. A review of the manufacturing documentation associated with final assembly lot 13469762 and coil sub assembly lot 13462837 presented no issues during the manufacturing process that can be related to the reported complaint. The device history record review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Part of the coil remains implanted and the delivery system and remaining coil are not available for analysis. Based on the reported event, procedural factors including aneurysm characteristics and interaction with previously placed coils may have contributed to the stretching of the orbit coil resulting in protrusion into the parent vessel. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that during an interventional neurovascular procedure for coil embolization of an aneurysm, the physician did not like the position of the 7 x 21 mm orbit fill tdl coil/the eleventh coil he had placed and attempted to re-position it three times. The physician used a balloon-expandable multi-link stent to cover the neck of the aneurysm which measured greater than five mm (>5mm). The aneurysm was described as an un-ruptured twelve (12) mm wide-necked right cavernous internal cerebral artery aneurysm. Prior to placing the stent, the physician trapped a prowler 14 microcatheter into the aneurysm. With a continuous flush running, the physician began to sequentially coil the aneurysm starting with a 10x30 orbit fill tdl. On the third attempt, the physician noted a lack of a one to one response. It was noted that at no time did the coil back-up through the stent. The physician then decided to try to pull the entire coil out through the microcatheter. This was unsuccessful, and the coil continued to stretch as he pulled it all the way to the groin. The microcatheter was then withdrawn from the stented aneurysm.